Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es new patients were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the newly admitted patients were not appearing on pyxis. A technical support specialist (tss) dialed into the server and ran the downtime query, confirming that the last processed xml time was current and no disconnected flag was present. The health sight viewer (hsv) was checked with no patient or order delay notices, and synchronization information showed recent uploads. The messages were crossing without any issues. The system functioned as intended after the technical support specialist troubleshot the device.